Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient experienced an infection and there was vegetation on the lead. The lead was explanted and has not been replaced. No further patient complications were reported as a result of this event.